Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the patient/lay user contacted lifescan (lfs) USA alleging that their onetouch verio iq meter read inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy began on (B)(6) 2014 at 14:27. At this time the patient claimed obtaining blood glucose readings of ¿157mg/dl¿ as well as one unknown reading on the subject meter. These were compared to additional readings obtained on a one touch ultramini meter of ¿112mg/dl and 105mg/dl¿. It is not known how much time passed between these results. The patient informed the cca that they manage their diabetes with a combination of oral medications; metformin pills (2000mg every day), glimepiride (1mg, frequency of medication unknown) and a combination of aspirin and simvastatin (10mg, frequency of medication unknown). The patient denied making any changes to their usual diabetes management regimen due to the alleged meter issue. During the initial call with the cca the patient reported developing the symptom of ¿anxiety¿ an unknown period of time after the alleged product issue began. The patient denied receiving any form of treatment. At the time of troubleshooting, the cca noted that the unit of measure was set correctly and the correct testing steps were being followed. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, based on statistical methodology, the calculated difference of the glucose results provided exceeds lifescan¿s criteria for accuracy. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up # 1 ¿ (08/29/2014), the patient¿s meter has been returned on 8/1/2014 and evaluated by lifescan product analysis on 8/19/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.